Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported right side pain and "loss of hair" (not device related). Patient additionally reported "contracture" of an unknown baker grade and "nodule suspected to be malignant", "late seroma", "redness", ¿difficulty moving the arms,¿ mastalgia", "nodules", "cysts", "undulation", and "folds".

Event description:
Healthcare professional reported "breasts became more prominent in the medial portion, leaving the lateral portion with the impression of emptiness" and "medial displacement of the implants is observed, leaving the medial pole fuller and the side emptier", "the breast's mobility is slightly reduced and a little firmer, characterizing capsular contracture baker grade ii". Patient representative reported "recall situation has caused panic, outrage and much concern, patient feels pain." The device remains implanted.